Event description:
Device was deployed per manufacturer protocol. On the last step, tech pulls device hub backwards as taught, and the device "foot" did not come out of the distal end of the deployment sheath. Manual pressure was applied as if it was just a "manual hold" no adverse outcome was experienced. Patient's distal pulses were unchanged and the patient was assigned to be discharged from cvl recovery room as planned.